Event description:
The user facility reported that their advantage plus endoscope reprocessing system was emitting a small amount of smoke. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the detergent bottle sensor wire came out of the connector and shorted out the control board, subsequently causing the reported event. To resolve the issue, the technician replaced the wire and circuit board. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.